Manufacturer narrative:
During a procedure, the distal cap is visible on the endoscope screen, but when a malfunction occurs the device is not displayed. Therefore, the malfunction is easily detectable and the device is easily retrievable. The root cause is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. However, fujifilm determined that the effect was not sufficient, so the structure of this product was changed. Fujifilm will continue to monitor complaints for similar issues.

Event description:
On 2023/08/15, fujifilm corporation was informed of an event involving dh-29cr. It was reported that the hood separated and fell into the gastrointestinal tract during insertion. The piece was retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6) 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.